Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) evaluated the device and confirmed the reported issue. The brt ordered and replaced the (453564238621 ms_x2 assy cbl x2/mp2 speaker assembly) to resolve the issue. It was confirmed there was no sound. Results of functional testing indicate a malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker malfunction. There was no sound. The device was not in clinical use at time of event, no adverse event was reported.